Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter alleged that the pump was creating air bubbles in the cartridge. The patient¿s blood glucose levels reportedly reached 200 mg/dl with no reported symptoms, which does not meet animas¿ criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: during investigation, the complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.